Manufacturer narrative:
The sensor was received by lifewatch on (B)(4) 2011 and preliminary testing has been completed. The device passed all aspects of testing, and operated according to specification. Visual inspection, sensor long test, simulator testing, and thermal testing all passed. The device shall be shipped to the MFR for further evaluation. Associated accessory device: act monitor. Model # com001. Serial # (B)(4).

Event description:
The pt reported that she felt like she was being stuck with a pin or like a little shock from the lead wires. Although there was no long term injury, no physician intervention, and no medications prescribed, a MDR is being filed as a conservative measure. The pt reported a "pinprick/little shock" sensation from the lead wires. She reported no redness on her skin and described the feeling as intermittent. She reported she "knows they are not shooting sparks." She thinks that as the wires move around under her clothing, they must be pinching her skin. It is occasional, and not often. It can occur one to three times a day. She thinks it has to do with shifting position, and she readjusts the wires. She did not think the device was shorting. She reported it was normal temperature and noted nothing unusual about the device.